Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material larger than the inner diameter of air/water (a/w) nozzle got into the a/w channel caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "poor air supply and water supply, separation", air/water flow issues from the air/water flow system. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Upon inspection of the device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning, handling issue. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of ""poor air supply and water supply, separation", air/water flow issues from the air/water flow system" was confirmed. Furthermore, the following defects were identified during device inspection: the angle wire was found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of r/l knob is out of the standard value. Crack on adhesive of the a-rubber (bending section) noted. Adhesive was worn out. Indication on s-connector is peeled. Protector of universal cord on control section side has a cut. Universal cord has a dent. Electrical connector (el-connector) has discoloration due to water leakage. Protector of universal cord on s-connector side has a scratch. Switch box has a scratch. Fe lever has a scratch. Knobs (up/down/right/left) noted with scratch. Control unit has a scratch. Connecting tube has a scratch. The facility's clean, disinfect and sterilize (cds), reprocessing information and ("survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Facility not aware of the foreign material adhered on the device. It was noted ¿unknown¿ . Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: wipe/brush the air/water nozzle with gauze, brush, or sponge- noted ¿no¿. Flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Reprocessing were normal and without issues. Facility noted no abnormalities on the accessories used for reprocessing. Concerns on reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.